Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead was unable to be advanced into the catheter, resulting in damage to the lead. The lead was subsequently removed and replaced. The patient remained in stable condition.